Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 368 mg/dl after being off the ilet and without apparent backup therapy, and during a supply change the connector could not be attached after rewinding; attempts to force the connection reportedly broke the prefilled cartridge inside the device. Symptoms included hyperglycemia. Outcomes included initiation of subcutaneous insulin via pen as backup therapy and arrangements for obtaining another prefilled cartridge. Investigation included customer care troubleshooting and education by phone. Investigation of this case revealed a cracked or broken cartridge and difficulty attaching the connector. It was concluded that the event involved device component damage to the cartridge with user difficulty performing the supply change, leading to loss of insulin delivery and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.